Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.device not returned.

Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer loaded another cartridge to clear the alarm. Customer's blood glucose was 60 mg/dl.